Event description:
The pt's device reportedly migrated, leading to a skin infection. The pt's device was explanted. The pt will be reimplanted at a later date. Advanced bionics is currently in the process of obtaining additional info. When additional info is received, a supplemental report will be submitted.